Event description:
The patient was undergoing an embolism procedure using a ruby coil. During the procedure, the physician attempted to deploy the coil into the gastroduodenal artery; however, the physician bent the pusher wire. The physician used another coil to complete the procedure and there was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.